Event description:
Report received from (B)(6) stating that the device label barcode expiration date was in the wrong format; the expiration date is correct. The occurrence date of the event is unknown. It is known that it didn't occur during surgery. No injury or medical intervention occurred. No additional information is available. Report 5 of 5.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).